Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motion sensor test failure alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that they were unable performed displacement due to motion sensor test failure alarm would occur during rewind. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a motion sensor test failure error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime or no delivery tests due to the error alarm. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.